Event description:
An impella cp device was inserted into the right axillary/subclavian artery in a 48-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in society for cardiovascular angiography and interventions (scai) e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. At the end of the procedure, the groin was oozing and had a hematoma. Distal pulses were present and no blood products were required. The physician decided to remove device. The impella will be reported due to the early removal of the device; however, the removal was performed with no consequence to the patient.

Manufacturer narrative:
A5 and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.